Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had delivered inappropriate shock and anti-tachycardia pacing. Inappropriate therapy was a result of incorrect interpretation of signal and resulted in patient discomfort. The device was reprogrammed. The patient was stable.